Manufacturer narrative:
Additional information received: the cause of death was reported as progressive biventricular failure. The relationship to the endoanchors has been assessed as unlikely by the sponsor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device with a non-mdt stent graft for the endovascular treatment of a 63 mm abdominal aortic aneurysm. It was reported that the patient expired approximately fourteen months later. The cause of death is currently unknown. No additional clinical sequelae were reported.